Event description:
A discordant, falsely low magnesium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that no other samples were affected. The cause of the discordant, falsely low mg result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.